Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was not known. Cause of bg level was not known. Customer was taken to the emergency room by a family member and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 4 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.